Event description:
A discordant, falsely elevated calcium (ca) result was obtained on one patient sample on a dimension exl with lm instrument. The falsely elevated result was above the ca assay range and not reported to the physician(s). A redraw sample from the same patient, resulted lower. This ca result was reported to the physician(s), who questioned it. A second redraw was performed, which resulted higher. The second redraw result was reported to the physician(s). A third redraw was performed on the same patient, resulting lower after successive dilutions were performed. The third redraw result was not reported to the physician(s). This sample was sent to an alternate laboratory, resulting lower. The customer repeated the sample on a 1:2 dilution, which matched the alternate laboratory result. The customer reported the result obtained from the alternate laboratory as the corrected ca result. There were no reports of patient intervention or adverse health consequences due to the discordant ca result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc evaluated the instrument data and determined that no other samples were affected by the event. The ccc also determined that there was no evidence of a systematic or reagent issue. The data indicated the event was sample related. The customer successfully repeated the sample. The cause of the discordant calcium result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.